Event description:
Hemovac drain dislodged and a portion of the drain broke off and was retained in the patients body. The fragment was discovered on xray during a follow up visit and a second surgery was required to remove the fragment.